Event description:
It was reported that a fracture resulting from a gun shot was being repaired by a trochanteric fixation nailing when the surgeon and surgical team lost traction on the leg, causing the guidewire to experience a lot of tension. The wire was subsequently aimed in a different direction than intended. A drill bit then broke within the nail and was retrieved. Another drill bit broke off inside the femoral head and part of it was left imbedded therein. This blocked the passage of the helical blade through the femoral head, so the surgeon opted for an antegrade nail instead. This added approximately one hour onto the total surgical time. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was attempted, but the lot number does not correspond to the part number.

Manufacturer narrative:
An incorrect lot number was previously received for which a review of the device history records could not be performed. Since the initial medwatch was submitted, the correct lot number was obtained. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The returned device was manufactured in september 2008 and is over 4 years old. The drill bit is fractured on the distal end with the fracture slightly angled (approximately 30 degrees). This drill bit is used to create a path for the trochanteric fixation nail helical blade or screw. These drill bits are recommended to be single use, but it is up to the hospital¿s discretion if they would like to use it more than once. The insert packaged with the device reviews the inspection steps to ensure there are no dull or damaged edges, if there are it should be replaced. This stepped drill bit is made from heat treated 440a ss material, which is a common material used in this type of drilling application. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.